Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement, inability to close the clip, clip caught in chordae and foreign body in patient. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. Patient had a posterior prolapse and undergone prior cardiac surgery. An ntw clip was inserted and attempted to be deployed; however, while establishing final arm angle (efaa), the clip opened to 130 degrees. The clip was unlocked, and the leaflets were attempted to be regrasped; however, it was observed that the clip was unable to close. When attempt to close the clip, it was noted that resistance was felt when turning the arm positioner. The clip was then inverted and attempted to be retracted into the left atrium; however, the clip became entangled in chordae. It was then noticed under fluoro that tip of the mandrel had become kinked, which resulted in the clip not responding to movements. After exhausting all ways to remove the clip, the physician decided to leave the clip in the ventricle and treat the patient surgically, which resulted in a clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that after the clip became caught in the chordae, the clip arms jumped open into the inverted position. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement, inability to close the clip, and clip jumping could not be replicated in the testing environment due to the condition of the returned device (clip was not returned). The reported clip caught in chordae could not be replicated in the testing environment as it was due to patient anatomy. The reported kink could not be confirmed during the returned device analysis as no kinking/bending of the actuator mandrel was noted; however, there was resistance while rotating the arm positioner. The returned device analysis noted actuator mandrel break. The investigation concluded that the broken actuator mandrel and reported unable to close the clip are complications due to the patient anatomy (enlarged/small atrium, rotated heart, previous cardiac surgery). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue. Based on the overall information, a conclusive cause for the reported unintended movement could not be determined in this complaint. It is likely that user technique/procedural circumstances in conjunction with challenging patient anatomy could have resulted in this reported issue; however, this cannot be confirmed. The reported difficult to open or close was a cascading effect of the broken actuator mandrel/challenging patient anatomical condition. The reported kinking of the mandrel was an outcome of excessive tension on the distal end of the actuator mandrel resulting from troubleshooting steps deployed while attempting to close the clip arms. The reported clip caught in chordae was due to the troubleshooting steps resulting from the user attempting to invert the clip arms by going back in the atrium for performing the troubleshooting steps. The reported clip jumping resulted from excessive tension on the clip components while the clip remained entangled within chordae and attempts was made to close the clip which then resulted in jumping of the clip to invert. The observed broken l-lock tabs and scratches noted on the l- lock are an outcome of excessive tension on the clip components resulting from chordae entanglement and user attempting to close the clip arms. The reported foreign body in patient appears to be due to the reported entrapment of device. Failure to delivery mitraclip to the intended site (foreign body in patient) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Lastly, delayed therapy, surgical procedure and hospitalization were a result of case specific circumstances the patient remained hospitalized where the clip was surgically removed. The investigation determined the noted actuator mandrel break appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.